Event description:
Pt was revised to address hip pain. The stem was removed to correct the version.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report were not returned for examination. A search of the complaints databases finds no other reports against the provided product and lot code combination. The investigation could draw no conclusion about the reported event. Due to the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.